Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema and rhinitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approx 4 weeks after injection with unspecified juvederm voluma the pt developed edema and rhinitis after visiting a "hamman" (steam room). Pt was treated with solupred.